Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd neoflon¿ pro IV catheters experienced catheter kinking during infusion. The following information was provided by the initial reporter: neoflon pro 24g got kinked while using in nicu.

Event description:
It was reported that 100 bd neoflon¿ pro IV catheters experienced catheter kinking during infusion. The following information was provided by the initial reporter: neoflon pro 24g got kinked while using in nicu.

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. However, the catheter defect could not be seen clearly from the photo returned. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.